Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 19116806. Product family: scs-lead fixation: upn: (B)(4), model: sc-4316, serial: null, batch: 19050906. Product family: scs-paddle leads: upn: (B)(4) , model: sc-8336-50, serial: (B)(4), batch: 16321733. Product family: scs-lead fixation: upn: (B)(4), model: sc-4316, serial: null, batch: 17146841.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The patient was doing well post-operatively.